Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01401, 3003898360-2023-01400, 3003898360-2023-01405.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit v5-10115 et tube,cf,7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there was a large hole in the balloon cuff. The hole was indicative of the cuff being over-inflated which would cause the balloon cuff to burst. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a large hole in the balloon cuff. The hole was indicative of the cuff being over-inflated which would cause the balloon cuff to burst. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01401, 3003898360-2023-01400, 3003898360-2023-01405.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01401, 3003898360-2023-01400, 3003898360-2023-01405.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** additionally, added the brand name of the device. Other remarks: n/a. Corrected data: n/a.